Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ll vlv adpt(stand alone) was blocked. The following information was provided by the initial reporter on (B)(6) 2020, the patient got postoperative care at the forth surgery department of the hospital after a breast cancer surgery. At 9:05 on (B)(6) 2020, the nurse followed the doctor's order to prepare the infusion for the patient. During the period of flushing before infusion, it was found that the connector new opened was blocked and could not be used for normal infusion. The nurse immediately replaced the infusion connector with the same model and batch, and the infusion treatment went on successfully. The incident did not cause damage on the patient (the connector had been disposed of by the department at that time, and no photos left). At 13:50 of the same day, the maintenance center contacted the supplier to handle the incident. On (B)(6) 2020, the supplier went to the hospital and gave the compensation.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 19066530. Additional information provided by the customer confirmed the occlusion was identified whilst connected to a kangkang syringe and a tuoren extension set. A review of the production records for lot 19066530 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked. The following information was provided by the initial reporter: on (B)(6) 2020, the patient got postoperative care at the forth surgery department of the hospital after a breast cancer surgery. At 9:05 on (B)(6) 2020, the nurse followed the doctor's order to prepare the infusion for the patient. During the period of flushing before infusion, it was found that the connector new opened was blocked and could not be used for normal infusion. The nurse immediately replaced the infusion connector with the same model and batch, and the infusion treatment went on successfully. The incident did not cause damage on the patient (the connector had been disposed of by the department at that time, and no photos left). At 13:50 of the same day, the maintenance center contacted the supplier to handle the incident. On (B)(6) 2020, the supplier went to the hospital and gave the compensation.